Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that approximately on (B)(6) 2025 the patient experienced a skin reaction with an infection at the needle puncture site which occurred on an unspecified day after the sensor had been inserted (location not specified). The skin was prepped with alcohol prior to sensor insertion. No photo was provided. The patient was wearing a tandem insulin pump. The patient was prescribed oral doxycycline to take for her skin reaction and had a wound debridement treatment as well. The patient also reported having rheumatoid arthritis, which makes her more susceptible to infections. The patient had ¿recovered¿ at the time of report. The probable cause could not be determined. No additional event or patient information is available.